Event description:
A customer tested patient sample for troponin (accu tni) and obtained a result of 0.50ng/ml. The result was reported out of the lab. The original sample was re-centrifuged and then re-tested, and repeated results were: 0.19, 0.17, and 0.18ng/ml. A corrected report was sent (0.18ng/ml). No report of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin plasma tube. The sample was centrifuged at 3,000 g for 10 minutes. The specimen was sampled out of the primary tube to be analyzed. Qc was within specifications in 2009. A field service engineer (fse) was dispatched for this event; however, no further information is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.